Event description:
The pump reportedly could not be re-set which resulted in IV therapy interruption while another device was set-up. Pump b was infusing an unspecified hydration solution at a "rapid rate" which was also the carrier solution for a dopamine drip that was piggybacked into the pt line. A 1l bag was infused without incident and the device gave an infusion complete alarm. A new container was hung and when the nurse turned the pump to run it "gave a continuous squeal" that could not be resolved. The pt was in critical condition and his blood pressure dropped significantly with loss of the rapid carrier solution. The infusion was manually regulated for the few minutes it required to obtain a new device. When the solution was re-started, the pt blood pressure returned to baseline. No adverse sequelae were reported. No add'l info was available.

Manufacturer narrative:
Testing and investigation could not confirm the report that the pump could not be re-set ("locked-up"). The unit passed all performance tests. The history, however, indicated occlusion alarm events, which were normal operation occurrences. It is inconclusive if these alarms were related to the event. The frequency of death or serious injury reports for code 200 (alarm) complaints for plum products is <0.01/million sets.